Event description:
Related manufacturer report number: 1627487-2022-05213. It was reported that the patient experienced lead migration and surgical intervention was undertaken on (B)(6) 2022 in which the lead was explanted and replaced. After the surgery, the ipg lost the ability the communicate with the external devices. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.